Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation, the electrode belt was unable to complete a falloff test. The cause for failure was isolated to the j2 component was torn off the therapy electrode pad. The root cause of the damaged pad could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing therapy electrodes non-functional messages.